Event description:
It was reported that patient had their duty cycle increased and autostim was disabled. The patient had their seizure frequency increased to about 15 seizures daily as a result. Their previous seizure frequency prior to the setting change was 5-6 daily. Their duty cycle had been reverted to previous settings, and autostim was re-enabled. No diagnostic issues were reported. The patient was referred for replacement due to low battery. No known relevant surgical intervention has occurred to date. No additional or relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported per the physician that the cause of the increased seizures was that the patient's settings were determined to be non-therapeutic. The reported increased in seizures was determined to be below baseline levels. The patient was noted to be replaced no other relevant information has been received to date.